Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 20 x 3.00 promus premier¿ drug-eluting stent, it was noted that the middle stent struts were raised. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.